Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). This report involves an unknown baxter titanium adapter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. Prior to passing away, the patient was hospitalized for peritonitis manifested by abdominal pain. The cause of peritonitis was unknown. On an unreported date, the patient quickly became septic. The day before the hospitalization, dianeal therapies were discontinued. The day after the hospitalization, the pd catheter was removed. Unknown treatment was given for the event. It was unknown if the patient was able to do any type of dialysis. Eight days after the pd catheter was removed, the patient passed away due to sepsis related to the peritonitis. No additional information is available. This is report 4 of 4.